Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned a follow up will be submitted as needed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference: (B)(4).

Event description:
It was reported that after a successful novasure endometrial ablation the device failed to release and retract back into the sheath. The device was removed without injury.

Manufacturer narrative:
The returned device successfully passed all functional testing. No visual imperfections were noted with the device electrode array. The device retracted into the sheath as designed. The reported complaint and adverse event cannot be confirmed.